Manufacturer narrative:
The customer did not return a sample for evaluation. Therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates no additional complaint(s) associated with this cutting instrument lot. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the reported complaint by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Manufacturer narrative:
Additional information provided.

Event description:
Additional information was provided by a pharmacist. This was the second occurrence on the facility. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A pharmacist reported that the knife would not make the initial cut during a cataract surgery with intraocular lens (iol) implant. An alternate knife was used to proceed with surgery. No further information is expected.